Event description:
It was reported that the pt was last seen in clinic in 2008 and had an intrathecal lioresal concentration of 2000 mcg/ml at a dose was 195 mcg/day with refills every 3 months. The pump was last refilled on approx three months later, with the same concentration and dose. The pt expired approx 3 weeks later. The paramedics were called to the pt's home. The pt was found with "clear purge emitting from her nose and mouth". The pt had a tube inserted into her stomach for "extrabuccal feeding". No pulse or respirations were present. The pupils were non-responsive to direct light. The pt's disease had steadily progressed until she was unable to move and bedridden in 1998. In 2003, she stopped talking. In 2005, she no longer recognized her family and had no cognitive function. She remained at home until her death. It had been suggested by the hcp that the pump be replaced. The pt's husband opted not to replace the pump fearing that his wife would not survive the surgery. An autopsy was being performed. The coroner reported that aspiration was a possible cause of death. Toxicology testing was being performed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear mfg beginning september 1999 physician communication (dated august 2007).